Manufacturer narrative:
All available information was investigated, and the reported material deformation was confirmed via device analysis. The reported positioning failure (leaflet grasping ¿ clip not implanted) and the reported device damaged by another device could not be confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) associated with the difficult grasping appears to be due to procedural circumstances (clip interacting with patient pathology / morphology). The reported material deformation associated with the clip cover deformation was due to the clip being damaged by the previously implanted xtw clip. The reported device damaged by another device was due to procedural circumstances (clip interacting with previously implanted deformed clip). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report material deformation and device damaged by another device it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a flail. An xtw clip (20721r3030) was inserting the grasping was performed. However, it was observed that one of the grippers was positioned 90 degrees from the clip arms. The clip was attempted to be inverted but was unable to be retracted into the left atrium (la). Due to the inability to retract the clip, the physician decided to deploy the clip. The leaflets were successfully grasped, and the clip was able to be deployed, reducing mr to a grade of 2. The physician felt as though the clip may be unstable; therefore, an nt clip (20323r257) was inserted. The clip was advanced into the left ventricle (lv) and grasping was attempted. However, grasping was noted to be difficult as the nt clip was coming in contact with the malfunctioned gripper of the implanted clip. Due to the interaction, the physician decided to remove the nt clip. After removal, it was observed something sharp was sticking out of the fabric of the clip arms, perpendicular to the device. No additional clips were implanted, and the procedure was discontinued. Mr remained at a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report number.